Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device change out. During the procedure the physician noted that the right ventricular lead was kinked. The physician used the repair kit to repair. The lead remained implanted and active. The patient was stable post procedure.